Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the ipg was too deep and was causing charging issues. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was kept by the medical facility.